Event description:
Medtronic received information regarding an Apollo catheter leak. The patient was undergoing a procedure to treat a type 2 endoleak. It was noted that patient's vessel tortuosity was severe. It was reported that the Apollo catheter and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The catheter was not inspected or tested prior to use. During Onyx injection, the catheter was noted to be broken observed to be leaking from the middle segment. It was noted that the physician had paused during Onyx injection. There was no Onyx reflux. The entire catheter, including all broken segments were removed from the patient. Patient outcome was unknown. Additional information was received that the procedure was unfinished (Endoleak II). No causes or contributing factors for the catheter leak and break were identified. There was no resistance upon injection of the liquid embolic agent into the Apollo. It was clarified that the physician paused for "10" meant it took 10 to 20 minutes, and the first bottle of Onyx passed through the catheter without any problems. The injection rate was followed as indicated in the IFU. Onyx got embedded in an unintended location in the arteria mesenterica inferior.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.